Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event resulting in a revision surgery.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
Additional information was received via email on 8/8/2025: the facility representative indicated that the dislocation was initially noted to be "probably related" to arthrex products in error. It should have been noted as "not related."

Event description:
On (B)(6) 2025, a clindex notification was received indicating that a patient listed on the shoulder arthroplasty registry presented with increased shoulder pain on (B)(6) 2025. Radiographs revealed a dislocation. The patient required an urgent revision to rsa. The initial surgery, which included implantation of the univers revers apex, was performed on (B)(6) 2025. The event was indicated as probably related to the univers revers apex implant.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
Additional information received on 6/26/2025: an ar-9503xs-03 humeral insert and an ar-9564-2433 glenosphere were removed during the revision surgery on (B)(6) 2025. At the two-week postoperative visit on (B)(6) 2025, the patient was doing well and reported no pain. Radiographs at that time confirmed that the implant was in a stable position, with no signs of dislocation.

Manufacturer narrative:
Additional information: b5, d6a, d6b, g3, h3, h6. Investigation is in process. A follow-up report will be provided upon availability of additional information.